Event description:
It was reported that this valve explanted at implant because it did not fit aortic root properly. A bental procedure was then used to replace both the aortic valve and the aortic root. No further info was provided.